Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to a damaged crown (cracked dental restoration) and tooth root breakage. This event not reported within the required 30-days is covered by CAPA # (B)(4).

Event description:
The customer reported that crown on tooth #8 cracked and the root got fractured while wearing the aligners. Medical intervention will be required. Aligner treatment was discontinued.